Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting what they feel are 10 false positive flu b results on symptomatic patients. No confirmation testing was performed on these patients, this is just a feeling the customer has. Report 6 of 10.